Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The microsensor (ID 826631) was returned for evaluation. Device history record (DHR) - the product code 826631 with lot 7347164 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - the catheter crimped 14cm from connector. The icp express = 499; microsensor detected and zeroed without any issues. The device passed electronics, noise, linearity/hysteresis and signal drift tests. The issue of the complaint was not confirmed root cause analysis - the exact issue reported by customer could not be confirmed as the device worked correctly. A possible root cause for the problem reported could be linked to the patient displacement or to the MRI exam. As mentioned in the IFU "exposure to electrostatic discharge (esd) energy could damage the device. Avoid the use of materials that could generate esd during patient movement and transport, e.g., nylon transfer boards with bedding". Compatibility of implantable catheter-tipped pressure transducers with magnetic resonance imaging (MRI) has not been determined.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826631) was implanted on (B)(6) 2025. Three days after implantation, the sensor could not be detected after performing a magnetic resonance imaging (MRI) and showed -99mmhg. Therefore, the physician retrieved the device and stopped monitoring. The patient is stable. The monitor and cable used were icp express - monitor (ID 826635) and icp express - cables (ID 826636).